Event description:
Event determined to be reportable based on analysis approved in 2008: it was reported that prior to an endoscopic retrograde cholangiopancreatography (ercp) procedure, device damage occurred. Upon removing the extractor rx 12mm x15mm retrieval balloon from its packaging, the physician noted that the device contained holes at an unspecified location on the device. The device was not used during the procedure. Another of the same device was used to complete the procedure. The pt's status is reported as "fine". Device analysis revealed a balloon rupture.

Manufacturer narrative:
The complaint sample was returned for evaluation and the balloon was found to be ruptured at the mid-section. Both proximal and distal bonds were examined and found to be continuous and within specification. The catheter shaft was inspected for cosmetic defects, and none were found. There were no defects found that could potentially have caused the balloon leak. The device history record (DHR) for this batch number was reviewed and confirms that this device met all material, assembly, and performance specifications. The most probable root cause of the balloon rupture can be attributed to handling damage as the defect may have been caused by damage to the balloon by contact with a sharp exterior source during preparation. A CAPA has been initiated to address this issue.